Event description:
The report stated that from the start of a gastrectomy, the jaws of the ligasure atlas stuck to the patient's tissue. The device was used to seal and transect the tissue. The surgeon cleaned the jaws of the device every few seals. The surgeon had to remove the tissue using forceps. Another ligasure atlas was used to complete the procedure. The patient experienced some oozing bleeding.

Manufacturer narrative:
Date of initial report: february 20, 2008. The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions have also been asked on the customer. If the sample is received or if additional information pertinent to the incident is received, a follow-up report will be submitted.